Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that at a subsequent follow-up, the lead exhibited noise. The noise was not reproducible in clinic. The lead was capped and replaced

Event description:
It was reported that during routine device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.